Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR. Report # 2916596-2015-02080. (B)(4). Approximate age of device ¿ 4 months. The pump remains in use. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient called the hospital staff and reported pump powers in the range of 11-12 watts with a baseline pump power range of 8-9 watts. The patient was admitted to the hospital. The patient was asymptomatic with clear urine, a lactate dehydrogenase level of 309 u/l, and an inr of 2.8. A few weeks prior to this event, the patient was seen in the outpatient clinic for high pump powers and the log file revealed powers as high as 14 watts. The patient was asymptomatic at that time as well. Pump thrombosis was suspected. As of (B)(6) 2016, the patient was at home with continued increased pump powers in the 10-12 watt range. The patient's anticoagulation regimen includes plavix, aspirin and coumadin. The patient is being evaluated for heart transplant; a pump exchange will not be done.

Manufacturer narrative:
The patient¿s previous pump exchange referenced was reported under medwatch MFR. Report # 2916596-2015-02080. The report of elevated pump powers was confirmed based on the evaluation of the submitted log file; however, a specific cause for the reported event and a correlation between the device could not be conclusively established as the patient remains ongoing on pump support. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.